Event description:
Medtronic deep brain stimulation sys (B)(4) model 7428 implanted (B)(6) 2009 by (B)(6). Power was turned on (B)(6) 2009 by (B)(6). Question was asked "can I drive an auto." Answer was "yes." Next day at 6:00 pm I blacked out before entering a curve and hit an oncoming car. Other driver had only a broken arm. I was flown via helicopter to pitt mem. I received "1012/2 pt" of blood and was unconscious for 5 days. In hosp for 52 days. Both legs broken in 20 pieces.